Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. The customer troubleshot with technical support. The customer was able to pass the test and the ventilator was returned to use. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator was failing the pressure accuracy test. There was no patient involvement. The event date was not specified; estimate used.